Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm observation of helix difficulty based on failed helix mechanism test due to the helix housing being clogged with dried blood/body fluid. Furthermore, the susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information indicates that there were problems with the screw after deploying several times in the right atrium.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This complaint no longer meets reportable criteria. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information indicates that there were problems with the screw after deploying several times in the right atrium.